Event description:
Event description guidant received information that this implantable endocardial lead dislodged a few days after implantation. When revising the lead, tissue was found in the helix mechanism. The physician removed as much of the tissue that could be seen but the helix would no longer extend/retract smoothly.